Manufacturer narrative:
Product complaint (B)(4). Additional information received indicated that it is not known what part of the microcatheter the resistance was encountered or if there was any evidence of physical material within the microcatheter. The issue required that both the enterprise and microcatheter be removed as a unit. No apparent device damage was observed prior to use. The user verified that the introducer was fully seated and secured in the hub. The rotating hemostatic valve (rhv) was opened to allow the passage of the enterprise device and an adequate and continuous flush was maintained through the devices. It was not reported whether the enterprise stent was still on the delivery wire when it was removed from the patient. The user had not applied undue force at any time. The procedural delay was not considered clinically significant. No further information could be obtained. Initial reporter phone:(B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00883.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Reporter: initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00883.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an unruptured internal carotid artery aneurysm, the 4mm x 23mm enterprise2 (enc402300/11017350) stent vascular reconstruction device was inserted into the prowler select plus 150/5cm (606s255fx/30107060) microcatheter, but there was strong resistance felt between the stent and microcatheter at the carotid siphon and the stent could no longer be advanced. Therefore, the devices were removed and replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended deployment was observed in the vessel or in the microcatheter. The devices will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of an unruptured internal carotid artery aneurysm, the 4mm x 23mm enterprise 2 (enc402300/11017350) stent vascular reconstruction device was inserted into the prowler select plus 150/5cm (606s255fx/30107060) microcatheter, but there was strong resistance felt between the stent and microcatheter at the carotid siphon and the stent could no longer be advanced. Therefore, the devices were removed as a unit and replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU). No visible product damage was noted prior to use. Additional information received indicated that it is not known what part of the microcatheter the resistance was encountered or if there was any evidence of physical material within the microcatheter. The user verified that the introducer was fully seated and secured in the hub. The rotating hemostatic valve (rhv) was opened to allow the passage of the enterprise device and an adequate and continuous flush was maintained through the devices. It was not reported whether the enterprise stent was still on the delivery wire when it was removed from the patient. The user had not applied undue force at any time. The procedural delay was not considered clinically significant. No further information could be obtained. The 4mm x 23mm enterprise 2 stent was returned for evaluation and visual inspection was performed on the device. The delivery wire was found stuck inside of the prowler select plus microcatheter. The introducer tube was not returned with the device. An x-ray was performed on the microcatheter and the stent was found deployed and stuck inside of the compressed catheter. The delivery wire was unable to be removed from the microcatheter. Advancement through the microcatheter could not be tested since the stent was received deployed and stuck inside of the catheter, and the stent must still be inside of the introducer tube in order to perform functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11017350. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer report that the enterprise stent was impeded inside of the prowler select plus microcatheter was confirmed during visual inspection. The enterprise device was found stuck and deployed inside of the returned microcatheter. The event description states that it was not reported whether the stent was still on the delivery wire when the devices were removed from the patient; therefore, the exact circumstances surrounding the observed stent deployment cannot be determined based on the condition of the returned device. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; however, it is possible that the compressed condition noted on the returned prowler select plus microcatheter may have contributed to the inability to advance the enterprise, but this cannot be conclusively determined. Impeded in microcatheter is a known potential issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Neither the product analysis nor the device history record review suggests that the reported failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure and premature stent deployment. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00882 & 1226348-2019-00883.

Manufacturer narrative:
Product complaint (B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00883.